Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient complained of a painful left hip. The surgeon stated loss of acetabular articular cartilage. The stem remained implanted. The surgeon found the head and the sleeve was well fixed. When he removed the sleeve, there was a black ring on the trunion where the sleeve terminated. There appeared to be a black ring around the inside of the sleeve. The surgeon commented that there was a lot of reactive tissue inside the hollow part of the unitrax head. The surgeon was concerned and would like investigation results on the black substance.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to progressive acetabular degeneration involving a unitrax monopolar head system was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded "after five years, eight months in situ, some corrosion products in the modular head/trunnion junction is not unexpected or pathologic. There is no evidence the revision to a total hip arthroplasty for progressive acetabular degenerative joint disease was related to this process" conclusion the reported revision surgery and corrosion were confirmed. Analysis of the returned devices found no indication of material or manufacturing defects. Clinician review of the provided medical records indicated there is no evidence the revision to a total hip arthroplasty for progressive acetabular degenerative joint disease was related to the observed corrosion. Based on the information provided the root cause of the revision is determined to be natural degeneration of the patient's native acetabulum and is not device related.

Event description:
It was reported that the patient complained of a painful left hip. The surgeon stated loss of acetabular articular cartilage. The stem remained implanted. The surgeon found the head and the sleeve was well fixed. When he removed the sleeve, there was a black ring on the trunion where the sleeve terminated. There appeared to be a black ring around the inside of the sleeve. The surgeon commented that there was a lot of reactive tissue inside the hollow part of the unitrax head. The surgeon was concerned and would like investigation results on the black substance.